Event description:
It was initially reported to philips healthcare that the heartstart xl would not "flash," it was later clarified and confirmed by the philips field service engineer (fse) that the device failed to shock due to a dead battery. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.